Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio-control evaluated the electronic patient record from the event and verified that the device powered off by itself multiple times. Numerous attempts to contact the customer and obtain additional details about the event have been unsuccessful and no response from the customer appears to be forthcoming. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. This occurred each time the device was being charged for defibrillation therapy. The patient was experiencing cardiac distress. The customer did not know the patient outcome. No further details about the patient event or the patient were provided by the customer.